Event description:
It was reported that on (B)(6) 2008: the patient presented with a pre-operative diagnosis of severe spinal stenosis with instability at l3-4 and l4-5 and failed back surgery. The patient underwent the following procedures: 1. L3-5 posterior spinal fusion; 2. L3-5 posterior instrumentation, legacy 5.5 titanium with two x10 crosslinks; 3. Right iliac crest graft combined with local bone, right iliac crest bone, and two large rhbmp-2/acs kits; 4. Tlif procedure done at l3-4 and l4-5 for anterior interbody fusion for gross instability; 5. Crescent cages 11 x 30 at each level, titanium. Per the op notes, following decortication of the endplates, a 3.5 milligrams dose of ______ in the combination of the cage and anterior to the cage along with allograft was placed anteriorly (blank not filled in). After the wound was irrigated, copious bone graft was placed in the lateral gutters from l3-5 after the transverse proc esses were decorticated. Care was taken not to leave any of the rhbmp-2/acs sponge around the nerve roots. No complications were reported. Patient initially did well following surgery, but started developing anterior medial thigh bone "pain", worse with ambulation and relieved by rest. Study findings showed patient had severe adjacent stenosis at l2-3 that had developed relatively rapidly with retrolisthesis and a protruded disc. (B)(6) 2010: the patient presented with a preoperative diagnosis of adjacent stenosis at l2-3 with severe radiculopathy. The patient underwent the following procedures: 1. Local bone graft combined with a large rhbmp-2/acs kit and mastergraft; 2. Hardware removal at l3-5; 3. Explore posterior spinal fusion l3-5, found to be solid; 4. Extend posterior spinal fusion to l2-3; 5. Re-instrument l2-4 with solera 4.75 titanium and x10 crosslinks; 6. Tlif procedure right at l2-3 for anterior interbody fusion; 7. Crescent cage 11 x 30 mm titanium; 8. Osteomy at l2-3 for lordosis. After the disc space was completely cleared out, a 1.5 milligram dose of rhbmp-2/acs sponge was placed anteriorly and laterally followed by copious autograft which was obtained from the decompression which was morselized, about 3 cubic cms. This was packed anteriorly. Next, a crescent cage, 11 x 30 millimeters, was filled with rhbmp-2/acs, a 1.5 milligram dose, and autograft was placed into the disc space, tapped from right to left and then rotated around anteriorly. After final irrigation of wound, copious autograft was tubularized and the remaining 6 milligram dose was then placed on the left side followed by 3 milligrams on the right and copious autograft spanning the l2 to the fusion mass above. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(6). (B)(4).